Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/11/2017. Device returned to manufacturer ¿ yes. Device evaluation: the lens was not returned only the delivery system was returned and the plunger was observed locked and fully advanced. No assembly or molding issues was observed. Trace amount of viscoelastic inside the cartridge was observed. The device was inspected under 10x microscope and no damages were observed the reported issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. (B)(6) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was scratched. The surgeon could not confirm if the iol was scratched during handling/loading or if it was scratched before removing it from the package. The iol was not used. There was no patient involvement or user injury. No additional information was provided to abbott medical optics.